Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient last night during step 2 of setup the cycler prompted with an m01-17 cannot teach pumps during setup alarms. The patient stated during treatment the cycler prompted with an m31 air detected in cassette alarm but pressed ok and cleared the message. After the treatment was completed on step 9 - remove cassette, fluid was found leaking from the cassette door. Per patient looking at the cassette did not look damaged or have any holes or punctures. The film on the back of the cassette was not loose. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from inside the door. The patient was advised to discontinue use of the cycler and the cycler was replaced. The patient did know how to perform continuous ambulatory peritoneal dialysis (capd) and would perform manuals. Upon follow-up, the peritoneal dialysis registered nurse (pdrn) confirmed the reported event. The pdrn stated the cycler prompted with an m01-17 cannot teach pumps during setup and an m31 air detected in cassette warning during treatment. Treatment was able to be completed and when the patient opened the cassette door during tx complete - step 9 remove cassette, fluid was seen leaking from the door and was observed in the cassette area. The cause of the leak was unknown. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment using manuals pending delivery of the replacement cycler. The pdrn confirmed the cycler set (cassette) used was discarded and was no longer available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient last night during step 2 of setup the cycler prompted with an m01-17 cannot teach pumps during setup alarms. The patient stated during treatment the cycler prompted with an m31 air detected in cassette alarm but pressed ok and cleared the message. After the treatment was completed on step 9 - remove cassette, fluid was found leaking from the cassette door. Per patient looking at the cassette did not look damaged or have any holes or punctures. The film on the back of the cassette was not loose. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from inside the door. The patient was advised to discontinue use of the cycler and the cycler was replaced. The patient did know how to perform continuous ambulatory peritoneal dialysis (capd) and would perform manuals. Upon follow-up, the peritoneal dialysis registered nurse (pdrn) confirmed the reported event. The pdrn stated the cycler prompted with an m01-17 cannot teach pumps during setup and an m31 air detected in cassette warning during treatment. Treatment was able to be completed and when the patient opened the cassette door during tx complete - step 9 remove cassette, fluid was seen leaking from the door and was observed in the cassette area. The cause of the leak was unknown. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment using manuals pending delivery of the replacement cycler. The pdrn confirmed the cycler set (cassette) used was discarded and was no longer available to be returned for evaluation.